Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex catheter was received inside a carrier tube (hoop) with a non-bsc guidewire. There was a stopcock attached to the inflation port. The tip was damaged. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set which is within specification. The outer diameter (od) of the guidewire was measured with a calibrated snap gauge and was consistent with a .014" guide wire. The guidewire was loaded into the distal tip and advanced completely through the lumen without encountering any unusual resistance. An inflation device filled with water was used to pressurize the catheter to rbp while loaded over the wire to test for guidewire movement. There was no guidewire movement while inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as it was reported that the balloon was inflated above the rated burst pressure noted in the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, difficulty withdrawing the balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous left main trunk. A 12mm x 3.50mm nc quantum apex balloon catheter was used for post-dilatation. The balloon was inflated for 5 times at 24 atmospheres. However, upon withdrawal the balloon was unable to be removed. The defect of the lumen of guide wire was suspected. The physician completed the procedure with the removal of the balloon and the wire as one unit. No patient complications were reported. Patient¿s status was good.